Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx endoanchoring system was used as an accessory device with an endurant stent graft cuff which was implanted, for the endovascular treatment of a migration and type ia endoleak of a previously implanted non-medtronic stent graft. Another manufacturer's stent graft was also implanted at this time. Maximum diameter of aaa was 83mm with an aortic neck length of 9mm and proximal neck angulation of 23 degrees. It was reported that during the procedure, there was unintentional coverage of the left renal artery, a chimney technique was used to resolve this. A total of 6 endoanchors were implanted between to the aortic cuff. It was reported that the procedure was successful. Approximately 4 years later, the patient experienced aneurysm expansion with no evidence of an endoleak. This was noted to not be related to the procedure but possibly related to the device. Re-intervention was successfully performed to resolve the event one month later with revision evar, angioplasty stenting, embolization of the aii on the left side and extension of the left leg to aie. During the procedure a type ib endoleak was observed. This was noted to be possibly related to the study procedure and device. No additional clinical sequalae were reported and the patient is fine.

Manufacturer narrative:
It was reported that a CT scan showed a type ia endoleak. The investigator assessed the event as related to the device. The patient was treated with an open repair approximately on month later with implantation of a non-mdt device and recovered with treatment. Approximately one month after the re-intervention procedure the patient was admitted to hospital with an s. Aureus bacteremia infection of the aneurysm sac with symptoms of stomach-ache, fever and tachycardia. The investigator assessed the event as related to the re-intervention procedure and possibly related to the device. The patient was hospitalized and treated with medication. The event is not resolved and continuing with treatment. Approximately three weeks later, the patient presented with collapse due to ventricular fibrillation, which was assessed by the investigator as related to the re-intervention procedure. The patient was treated with an ICD and recovered with treatment. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: it was reported that swelling in the patients left groin was noted in the month before the patients re-intervention procedure. A duplex scan approximately three months post the re-intervention procedure showed aneurysm spurium (pseudoaneurysm) of the left groin. The patient was hospitalized and the event resolved with surgical treatment. The investigator assessed the event as related to the index/re-intervention procedure. No additional clinical sequelae were reported and the patient is fine. If information is provided in the future, a supplemental report will be issued.